Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found a cracked case, and rusted battery springs. Review of the event history log was not applicable. Functional testing was conducted. Upon review, the reported problem was duplicated. It was determined that the rusted springs was the root cause of the issue. The battery springs were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown, corrected data: health effects corrected.

Event description:
It was reported that the device "when on battery power only- if unit is bumped - unit powers off". No patient injury/involvement reported.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.